Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a stent placement procedure ((B)(6) male). According to the complainant, during the procedure, the stent was deployed approximately 75% and the suture stopped unraveling, broke and would not come off the stent. The physician was able to remove the stent and catheter. The procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).